Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth mr. Vanetten called in advised that wife recently hospitalized just started using the pw unit and not suctioning, conducted water cup test failed. Advised about accessory was not replaced would need to purchase out of pocket, put in order, gave instructions once received. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Event description:
It was reported that the (B)(6) called in advised that wife recently hospitalized just started using the pw unit and not suctioning, conducted water cup test failed. Advised about accessory was not replaced would need to purchase out of pocket, put in order, gave instructions once received. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd pure wick urine collection system with a canister with lid, pump tubing, elbow connector and power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There were light and sound indicating function. Functional evaluation of the returned sample noticed the device failed tm0301240 revision 3 with a value of 0.068 slpm at start and 0.083 slpm after 10 sec. Further visual evaluation revealed that there was residue in the inner tubing near the pump. Corrosion was also found on the pcba. The reported event is addressed within the labeling as it states: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.